Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose of 305 mg/dl and would like to troubleshoot the pump. The customer indicated that she does not have a tubing clamp to test the pump and indicated that she would like to monitor the pump only. Troubleshooting found that the pump possibly did not alarm no delivery and advised customer to monitor and then call back if any further issues persist.